Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v637945, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# v637945, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) was worried that a short, found on the system the day of the report, would affect the implantable neurostimulator (ins) longevity. The hcp asked whether a short on a pair that was not programmed for use would affect the ins life. The patients last ins lasted 14 months. The following parameters were reported: right 10+ 9-, 5 volts, pulse width of 100, frequency of 180 hz, unknown and estimated impedance of 1000 ohms. Left 2+ 1-, volts, pulse width of 100, frequency of 180 hz, unknown and estimated impedance of 1000 ohms. It was estimated to have longevity of 16 months. Information regarding cause of impedance issue, any additional device malfunctions, and patient outcome has been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the cause of the impedance issue was not determined. A surgery to explore the cause had not been considered at that time. The patient received effective therapy.